Event description:
It was reported by the distributer that the physician performed some unspecified testing on the device and it worked fine. No additional relevant information has been received to-date.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a generator troubleshooting procedure during surgery on a new generator intended to be implanted, a generator diagnostic was performed and high impedance >=10,000 ohms was observed. Product return is expected, but the products have not been received to-date. No additional information has been received to-date.

Event description:
Analysis was completed for the returned generator. The report of high impedance was not duplicated. Review of the data downloaded from the generator shows the an increase in impedance on (B)(6) 2015. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. The report of communication difficulties was not duplicated in the pa lab. The generator while one and one-quarter inches (spacer block) adjacent from the programming wand, interrogated at all multiple orientations adjacent to the programming wand. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery measured (B)(4) volts. The downloaded data in the memory revealed that 1.266% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
The event date of the high impedance was inadvertently not updated in follow-up report #02.